Event description:
On [date redacted] at approximately 11:40am est in micu room, patient family yelled to staff about fire in the room. Two members of nursing staff immediately ran into room to see fire at the head of the patient with back of patient bed appearing to be on fire. Staff assisted family and patient out of room. Three fire extinguishers used but did not tamp fire. Facilities assisted in turning off room o2 supply, additional fire extinguisher was used to put out flames. Fire was extinguished at approximately 11:47am est. Patient was being treated with high flow oxygen from wall supply being passed through a o2-air proportioner, through IV pole mounted humidifier connect to patient by nose canulae.